Manufacturer narrative:
H3: the suspected device was returned for evaluation. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. Review of the event history log (ehl) could not perform due to defective printed wiring assembly (pwa). As a result, the defective pwa was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that device had error code 45639 / battery compartment corroded. There was no patient involvement.

Manufacturer narrative:
B3: 2025 was the year of the event but the exact month/day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.